Event description:
The device was returned to the svc ctr with a report from the customer contact "broken." No add'l info was provided. This is not a reportable malfunction. However, during verification testing at the svc ctr the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) svc alarm code.

Manufacturer narrative:
During testing, at power up the device alarmed for 11/004 (less than 2.0 volts on lithium battery) service code alarm. During further testing leakage was noted from the disposable batteries in the battery compartment of the device. The device has been identified as part of two product recalls. This report represents all info known by the reporter upon query by hospital personnel.